Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("hysterectomy to remove essure, it ruined her life") and post procedural stroke ("2 days post op on total abdominal hysto had a small stroke") in a (B)(6) female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and post procedural stroke (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and post procedural stroke outcome was unknown. The reporter considered medical device removal and post procedural stroke to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: after internal review, the seriousness criteria intervention required was ticked for the event hysterectomy (medical device removal). No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case describes the occurrence of medical device removal ('hysterectomy to remove essure, it ruined her life') and post procedural stroke ('2 days post op on total abdominal hysto had a small stroke/ abdominal hysto') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced post procedural stroke (seriousness criterion medically significant) and tooth loss ("lost all my teeth with essure"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, post procedural stroke and tooth loss outcome was unknown. The reporter considered medical device removal, post procedural stroke and tooth loss to be related to essure. The reporter commented: hysto was (B)(6). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: new event "lost all my teeth with essure" were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.